Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer (fse) checked all pockets and trays and performed cleaning, then reseated the row board cable and verified the retractor connections by reseating them. The fse replaced the cubie drawer and adjusted the brackets, noting that the rails for position two-one was tight during opening and closing on the old drawer. The fse traveled to the depot to collect a handheld drawer, coordinated onsite with another field service engineer, and completed the replacement by swapping the handheld drawers in positions 2.1 and 2.2, ensuring proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station unit-I drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.